Event description:
It was reported that a malfunction code appeared, identified as malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the code did not recur, allowing the customer to continue using the device. The customer was advised to call back if the malfunction code appeared again.